Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator generated an unresolved "xdcr fault" alarm. The customer reported that this occurred during patient use but the ventilator was switched out with no patient harm or injury.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed but not duplicated in the laboratory setting. The root cause of the reported issue was determined through the event trace log review, in which a pressure transducer on the main printed circuit board assembly recorded faults conditions.